Event description:
It was reported that a part of the device came out when the bur was removed from the attachment. Patient impact was unknown at the time of the report. Additional information was received stating that the event had occurred intra-operatively and there was no patient impact. It was also reported that the component that came out was ring-shaped and appeared to be a bearing-like part.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool burr of the attachment wobbled during inspection. The likely cause of the failure was damage/breakage of the tip bearings in the attachment. It was also noted that the attachment markings had deteriorated. G3: aware date used as communication received date, as the event is reportable based on information received through communication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.